Event description:
It was reported that the customer had an issue with the battery on the insulin pump. The customer stated that she had a low battery alert 2 days ago. Customer replaced the battery and stated that when she took the old battery out, it seemed cloudy and corroded. Customer received another low battery alert today and when she removed the battery, it was also corroded. Customer stated there was moisture in the battery compartment and that it could be water because it does not smell like insulin. Customer was advised to disconnect from the pump. Customer stated that the battery cap has a little mark on the inside where it makes contact with the battery. Customer stated that there are no visible cracks on the pump and there is moisture on the top left corner of the lcd screen. Customer stated that the pump had not been dropped. Customer placed a battery back in the pump and it turned on. Customer received a battery out limit alarm. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.